Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vacuum was loss during the process of making the flap for lasik treatment. The operation was completed the same day without harm to the patient.

Manufacturer narrative:
Additional information provided. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).